Event description:
It was reported that paceart did not replicate one patient record and patient data was lost. The replication conflict was resolved and the system is working as expected. The nurse will call the patient and capture symptom information again. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.